Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the indicator lights on the clv-190 blinking and the e200 error could not be identified. However, it¿s likely the cause is related to a faulty turret assembly. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that when the evis exera iii xenon light source was used with the cv-190 (evis exera iii video system center) and the 3dv-190 (visualization unit) an e220 improper link device connection code is received, even after powering the device down and back up. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that after troubleshooting and cycling the power on the entire system, the e220 error code did not return, but when a scope was connected after a few minutes an e200 turret occurred and all of the indicator light on the clv-190 started blinking. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.